Event description:
During the procedure the hub of the device broke off and remained lodged in the incision, site of the pt. However, the piece was successfully removed with the use of forceps. The device was replaced and the procedure completed without filter complications.